Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, the recipient experienced pain at the implant site with and without the use of the audio processor due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to the user's mother, the user had fallen from the bed three years ago, reportedly resulting in three disabled channels. Two months ago, the user visited an audiologist for a programming check and five channels were disabled. Attempts were made to program the audio processor, but there was no improvement, and the user experienced pain on the implanted side with headaches, which started end of december. The pain was present both with and without the usage of the device. Re-implantation is considered.

Event description:
According to the user's mother, the user had fallen from the bed three years ago, reportedly resulting in three disabled channels. Two months ago, the user visited an audiologist for a programming check and five channels were disabled. Attempts were made to program the audio processor, but there was no improvement, and the user experienced pain on the implanted side with headaches, which started end of december. The pain was present both with and without the usage of the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, the recipient experienced pain at the implant site with and without the use of the audio processor due to undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
According to the user's mother, the user had fallen from the bed 3 years ago, reportedly resulting in 3 disabled channels. Two months ago (on (B)(6) 2023), the user visited an audiologist for a programming check, and 5 channels were disabled. Attempts were made to program the audio processor, but there was no improvement, and the user experienced pain on the implanted side with headaches, which started end of (B)(6) 2023. The pain was present both with and without the usage of the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, the recipient experienced pain at the implant site with and without the use of the audio processor due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
According to the user's mother, the user had fallen from the bed three years ago, reportedly resulting in three disabled channels. Two months ago, the user visited an audiologist for a programming check and it was discovered that five channels were disabled. Attempts were made to program the audio processor, but there was no improvement, and the user experienced pain on the implanted side. Followup measurements scheduled in two weeks, middle of february. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.